Event description:
Pt on telemetry monitor presented with asystole red alarm; alert not sent to the primary care rn's voalte phone (immediate notification system). Alarm observed at central monitor station, code blue called and pt resuscitated. After further assessment of phone logs in conjunction with working with vendor (voalte), it was discovered that two voalte phones had been assigned the same serial number by voalte. As a result, after the primary rn logged into the voalte system phone on impacted pt a second, rn logged into other voalte system phone with the same serial number. This resulted in the rn caring for the impacted pt getting canceled from the voalte phone system, therefore, the red alarm alert did not go through to this rn's phone. In further evaluation, it was found that there were two other voalte phones that had been assigned the same serial number. This has been corrected. See scanned page.